Event description:
It was reported by the customer that on (B)(6) 2011, the aiming beam went out at 28,434 joules. Based on this information reported this is possibly a fiber breakage and/or cap failure. No patient injury was reported.